Manufacturer narrative:
Failure analysis noted that the insulin pump had no button response on the up arrow due to corroded keypad traces. The pump had cracked case at the display window corner (upper right corner), cracked battery tube threads, cracked reservoir tube, cracked reservoir tube lip and missing end cap sticker. The pump had moisture damage on the lcd board. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump had moisture damage and intermittent button response. The customer's blood glucose was 116 mg/dl at the time of incident. The customer stated that there was moisture under the display. The insulin pump was returned for analysis.